Manufacturer narrative:
The reported events of difficulty removing the guidewire and stylet could not be inserted were confirmed. As received, a complete lead was returned in one piece. A green foreign material consistent with stripped polytetrafluoroethylene (ptfe) coating from a guidewire was found at the proximal region of the lead. The inner coil was found offset and was bunched up in this location. Neither the guidewire nor the stylet that was used in the field were returned with the lead. The lead was tested with a stylet and insertion restriction was noted in this region of the lead. The cause of the reported events was isolated to the bunching of the inner coil at the proximal region due to the stripped ptfe coating from a guidewire consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, multiple attempts to remove the guidewire from the left ventricular (lv) lead was conducted but was only successful when excessive force was used to withdraw the guidewire. Moreover, a stylet was also attempted to be inserted but was unsuccessful. It was suspected that the cause of the event was due to the lv lead. A new lv lead was used to resolve the event. The patient experienced no consequences.